Event description:
An arjohuntleigh tech inspected unit lift not raising or lowering due to defective raising unit. Side rail missing, rpl parts ordered side rail. Unit works to operating specification. This equipment was voluntarily tagged out for service by the customer and not used with pts; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.